Event description:
Customer reportedly obtained results of 535mg/dl and 237mg/dl on the advantage system within 10 minutes. Customer took insulin based on 237mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.